Event description:
Additional information was received which indicated the rv lead was explanted and replaced due to the oversensed noise and out of range impedances. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room as they were light headed and felt their heart racing. This implantable cardioverter defibrillator (ICD) was then interrogated. During interrogation, the right ventricular (rv) lead exhibited noise. A threshold test was attempted, but loss of capture was observed during the noise. Further review noted that the pace impedances have been increasing since december and the values were now out of range at greater than 2500 ohms. At this time, the rv lead and ICD remain in service. An x-ray has been performed and there was no fracture observed. The cause of the observations has not been determined. No adverse patient effects were reported.